Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area pain') and genital haemorrhage ('general. Abnormal. Bleeding') in a 43-year-old female patient who had essure (batch no. B63030-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal and lsil. Concurrent conditions included uterine enlargement, uterine fibroid, bloating, premenopause, alcohol use, complex ovarian cyst, dysfunctional uterine bleeding, endometrial biopsy, irregular menstruation, colonic polyp, post coital bleeding, uterine bleeding, uterovaginal prolapse, arthritis, gastroesophageal reflux disease, uterine prolapse, visual impairment, uterine inflammation, esophagitis, nicotine dependence, discomfort, tenderness and adnexal mass. Family history included breast cancer (grandmother.). Concomitant products included sertraline hydrochloride (zoloft) from (B)(6) 2015 to (B)(6) 2017 for depression and anguish as well as ibuprofen since (B)(6) 2014, nsaids since (B)(6) 2014, oxycodone, paracetamol (acetaminophen) since (B)(6) 2014 and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish"), premenstrual dysphoric disorder ("psychological or psychiatric problems condition: pmdd"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines /headaches"), nausea ("nausea") and rash ("rashes or skin conditions type: rash on the face"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oopherectomy - left ovary removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the female sexual dysfunction, mood swings, hot flush, night sweats, depression, anxiety, premenstrual dysphoric disorder, dyspareunia, fatigue, migraine, nausea and rash outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, premenstrual dysphoric disorder, rash and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils on left and right side that appeared trailing into the uterine cavity was 2. Received treatment for pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding. There are two states were given in consumers address details: tn and ky. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. Pregnancy test urine - on (B)(6) 2014: negative.. Ultrasound pelvis - on (B)(6) 2014: endometrium : thickened. Ultrasound scan vagina - on (B)(6) 2015: ultrasound 3 small fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, dysmenorrhea, night sweats, migraine. Lot number reported (b63030) is invalid most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is invalid)product technical compliant no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area pain') and genital haemorrhage ('general. Abnormal. Bleeding') in a (B)(6) year old female patient who had essure (batch no. B63030) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal and lsil. Concurrent conditions included uterine enlargement, uterine fibroid, bloating, premenopause, alcohol use, complex ovarian cyst, dysfunctional uterine bleeding, endometrial biopsy, irregular menstruation, colonic polyp, post coital bleeding, uterine bleeding, uterovaginal prolapse, arthritis, gastroesophageal reflux disease, uterine prolapse, visual impairment, uterine inflammation, esophagitis, nicotine dependence, discomfort, tenderness and adnexal mass. Family history included breast cancer (grandmother.). Concomitant products included sertraline hydrochloride (zoloft) from (B)(6) 2015 to 12(B)(6) 2017 for depression and anguish as well as ibuprofen since (B)(6) 2014, nsaids since (B)(6) 2014, oxycodone, paracetamol (acetaminophen) since (B)(6) 2014 and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish"), premenstrual dysphoric disorder ("psychological or psychiatric problems condition: pmdd"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines /headaches"), nausea ("nausea") and rash ("rashes or skin conditions type: rash on the face"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oopherectomy left ovary removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the female sexual dysfunction, mood swings, hot flush, night sweats, depression, anxiety, premenstrual dysphoric disorder, dyspareunia, fatigue, migraine, nausea and rash outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, premenstrual dysphoric disorder, rash and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils on left and right side that appeared trailing into the uterine cavity was 2. Received treatment for pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding. There are two states were given in consumers address details: tn and ky. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Pregnancy test urine on (B)(6) 2014: negative. Ultrasound pelvis on (B)(6) 2014: endometrium : thickened. Ultrasound scan vagina on (B)(6) 2015: ultrasound 3 small fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, dysmenorrhea, night sweats, migraine. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: case became incident. Previously reported event "injury " replaced with new events. New events added: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), mood swings, hot flashes, night sweats, depression/psych injury and mental anguish, pmdd, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migraines /headaches, nausea, pain, rashes or skin conditions type: rash on the face, abdominal pain, general abnormal bleeding. Event onset date, event outcome were added. Reporter information were updated, patient history, demographics, concomitant drugs, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.